Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump buttons were hard to pressed, especially the act button, random and unexplained no delivery alarms. Customer¿s blood glucose was unknown at the time of incident. Customer stated that motor sometimes a little louder during the end of the rewind process. Troubleshooting was performed for keypad anomaly. The insulin pump will not be returned for analysis.